Manufacturer narrative:
In the picture shared by the client, it can be seen that in 2 shelf packs there is damage in the upper flap of these where the seal (transparent circular label) is placed. On the other hand, one of the shelf pack shows traces of the label being attached, which indicates that it was present, so it could have come off, and in the other shelf pack there are no signs of having been attached, in addition to the fact that it also shows damage on the top of the shelf pack. Based on this information, the two reported defects are confirmed. The claim is classified as confirmed, since, in the picture shared by the client in which 4 shelf packs are shown, it is possible to see the reported defects, which may occur in the packaging process. This is due to the fact that the operator, by incorrectly affixing the seal and the label, can cause damage to the shelf pack similar to that reported by the client. Likewise, the defect of missing label in the shelf pack is confirmed, this due to an omission of sticking label by the operator. During the documentary review of the lot involved, no quality events were reported in the product packaging process. The batch was inspected and subsequently released in accordance with the current work instructions.

Event description:
It was reported that 3 of the bd pen needle bd ultrafine 31gx5mm /10ea were missing the batch label. The following information was provided by the initial reporter, translated from spanish to english: 1 box without batch label. 1 box without batch label.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd pen needle bd ultrafine 31gx5mm /10ea were missing the batch label. The following information was provided by the initial reporter, translated from spanish to english: 1 box without batch label, 1 box without batch label.